Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances on five contacts of the lead. The patient underwent a lead replacement procedure and was doing well. Explanted lead was discarded.